Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: an investigation could not confirm the reported problem as the device was discarded by the user facility. This type of failure is known to occur if the blade comes in contact with an object/instrument such as a cutting guide. This product will continue to be monitored for failures. The customer will be contacted with this info.

Event description:
It was reported that during use of this oscillating blade, one of the teeth broke off the blade. The broken portion was retrieved and there was no report of injury or delay related to this event.